Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "exchange of textured devices due to patient's concern with product" and later "rupture".

Event description:
Healthcare professional reported "exchange of textured devices due to patient's concern with product" and later "rupture" this record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device.

Event description:
Healthcare professional reported "exchange of textured devices due to patient's concern with product" and later "rupture" this record is for right side. Device was explanted and replaced.